Manufacturer narrative:
The na electrode lot number was t6280 with an expiration date of 22-dec-2024. The k electrode lot number was b6640 with an expiration date of 03-nov-2024. The cl electrode lot number was q4950 with an expiration date of 06-nov-2024. It was noted that an alarm occurred just before the sample was tested. Calibration was repeated and was acceptable. The customer's calibration and qc results were ok. There was no indication of a reagent issue. The sample probe is cleaned daily and no sample or probe errors were observed. The field service representative replaced both valves, both vacuum nozzles, both sipper tubings, and replaced all syringe seals. He verified the gear pump pressure was within specification, cleaned mixing vessels, performed sample probe horizontal adjustments, and performed air purges. All tests and checks performed were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode, k electrode, and cl electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial na result was 130 mmol/l and the repeated result was 145 mmol/l. The initial k result was 3.3 mmol/l and the repeated result was 5.0 mmol/l. The initial cl result was 86 mmol/l and the repeated result was 106 mmol/l. The repeated results were believed to be correct. The questionable results were not reported outside of the laboratory. The sample was repeated because the low results were questioned.